Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Healthcare professional reported that an ophthalmic console was shut down and it did not switch off but switched on again. Procedure details and patient impact were not reported.

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. The company representative was able to replicate the reported issue and all the cabling, the printed circuit board (pcb) were reseated to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified but was later determined to be non-relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the wear/reliability of the connections between the pcbs and/or the host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).